Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7 continuous glucose monitor (cgm) after eating without announcing the meal, followed by a supply change; cgm showed a peak of 286 mg/dl and a confirmatory fingerstick was 276 mg/dl, with no pump alerts, no perceived leakage, and an inset infusion set placed on the abdomen. Symptoms included elevated blood glucose without reported adverse effects. Outcomes included monitoring at home without medical intervention. Investigation included customer counseling on missed meal announcement as the likely cause and guidance to observe for glucose decline or replace the site. Investigation of this case revealed no evidence of device malfunction or delivery failure, and the event was consistent with a missed meal announcement leading to postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement.

Manufacturer narrative:
Initial.